Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was recently implanted and there was some pacemaker mediated tachycardia seen. The field representative increased the post ventricular atrial refactory period (pvarp). It was further reported that two p-waves were seen followed by one ventricular paced at 30 beats per minute. The device was oversensing which resulted in pacing being inhibited. The cause of oversensing was unknown. The physician and field representative reviewed the case and changed the sensitivity setting to least due to some oversensing of large r-waves and there have been no further concerns. To date, there have been no reported patient symptoms associated with this clinical observation.

Event description:
--

Manufacturer narrative:
As of today, the available information suggests this ICD remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.

Manufacturer narrative:
The device was explanted for normal battery depletion over five years after the initial clinical observations. The device was returned for testing and this product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.